Event description:
Caller reported a malfunction on the pump, specifically identified by malfunction code malf 15. There was no available information regarding the impact on the customer's blood glucose level, as the caller declined to answer this question. Technical support assisted the caller in resetting the pump, and the malfunction code did not recur after the reset. Technical support advised the caller to continue using the pump but recommended contacting them again if any malfunction code appeared.